Event description:
The manufacturer received information alleging a patient experienced a malfunction while using a trilogy evo ventilator. The device was reported to have alarmed for an oxygen regulation event and a high oxygen inlet pressure event. No harm or injury was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious product malfunction.

Manufacturer narrative:
The trilogy evo ventilator was returned to the manufacturer's service center for evaluation. The issue of "high oxygen inlet pressure / oxygen regulation alarms occur" was not confirmed by operational check performed. Review of the error log revealed an error code e-085 which indicates the pressure at the oxygen blending module inlet is greater than 87 psig. This issue is remedied by lowering the external pressure regulator to be less than 87 psig for the oxygen blending module to operate. This issue does not constitute a reportable device issue. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Error code e-081 was identified in the error log and indicates the oxygen proportional valve that controls the flow of oxygen to he blower inlet is mechanically stuck closed or open. The oxygen blending module sub-assembly containing the proportional valve was replaced to address this issue. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction because even though therapy would not shut down, the patient would not receive oxygen. The device passed final testing after device repair and was confirmed to operate properly. The coding grid has been updated to reflect the evaluation findings.